Event description:
The account alleged the bed will not stay in trendelenberg position. No injury reported.

Manufacturer narrative:
The account replaced the trendelenburg gas springs to resolve the issue.